Event description:
Per the audiologist, the patient reported pressure and pain at the site of the implant, due to possible flap breakdown. Per the surgeon, the patient had revision surgery in 2009 to reposition the implant.